Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment for peritonitis was not reported. The patient was discharged from the hospital and was recovering from peritonitis. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was obtained from a nurse. It was reported that twelve days after the onset of peritonitis, the patient experienced a reoccurrence of peritonitis and was hospitalized for the event. On a later date, the patient experienced a third reoccurrence of peritonitis. The cause of the reoccurring peritonitis was incorrect prepping of peritoneal dialysis equipment, where the patient used 2x2 gauze instead of 4x4 gauze. At the time of this report, the patient was recovering from the reoccurring peritonitis event. A review of all batch record documents was performed for potentially associated lot numbers gd894402 and gd894410 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.